Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump suction: data log review confirms suction alarms occurring towards the beginning of the case. The cause of the suction was most likely related to patient condition, as placement signal was trending down during the suction events, and resolved after volume was given to the patient. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. These one of two related reports. This report represents the pump. Another report will be submitted for the automated impella controller. Refer to section h.10 for the related report number.

Event description:
The user facility reported the impella cp experienced multiple pump suction alarms. Blood volume was given to the patient. Additionally, levophed medication along with further blood volume was given due to hemodynamic instability. Ultimately, the impella cp was explanted and was replaced with another impella cp.